Manufacturer narrative:
D5. Other operator of device: operator of device is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the threaded ring on the male luer lock connection cracked and came loose from the tubing, resulting in the tubing no longer being properly secured to the patient's line. The plastic ring appeared to have degraded over time, possibly from repeated chemical exposure. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
H3 and h6. Evaluation codes: updated. Device evaluation: one device sample was received. Per visual inspection, it was observed that the component exhibited stressed marks and cracks as white appearance was noted on the part. The complaint was confirmed. A root cause could not be determined; however, the reported condition could not be attributable to the manufacturing process as an excessive force needs to be applied on the product to reproduce such condition. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. No action was taken.